Event description:
The user facility reported that the technician inserted the angio-seal sheath with arteriotomy locator as directed per the instructions for use (IFU). After removing the arteriotomy locator, the technician inserted the closure device placing the bypass tube into valve. All of the IFU procedural steps were followed. The technician attempted to pull back on the sheath and the device to complete closure. The entire system was pulled from the patient's body. There was no indication that the device had any of the components of an angio-seal closure device (foot plate, sutures, collagen). They ended up holding manual pressure. There was no evidence of distal embolization. The estimated blood loss was less than 250cc. Patient procedure prior to the use of the angio-seal was an angiogram. There was no patient injury. There was no direct allegation that the reported device caused or contributed to patient injury and/or need for medical intervention.

Manufacturer narrative:
A1: patient identifier: requested, not provided due to hospital policy. A2: age & date of birth: requested, not provided due to hospital policy. A3a: sex: requested, not provided due to hospital policy. A3b: gender: requested, not provided due to hospital policy. A4: weight: requested, not provided due to hospital policy. A5: ethnicity: requested, not provided due to hospital policy. A6: race: requested, not provided due to hospital policy. D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. E3: occupation: tech. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The actual device has been returned for evaluation. Since the sample was unavailable the complaint was unable to be confirmed. The exact root cause was unable to be determined. The likely cause was determined to have been an obstruction to the distal tip preventing proper deployment of the components. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the hazard based risk table (hbrt).